Manufacturer narrative:
A ge rep evaluated the system and adjusted the monitors. Ge rep recommended replacing both monitors, but the customer has not yet approved the replacement. System operates as intended. (B)(4).

Event description:
The customer reported poor quality and monitor burn. No pt injury was reported.